Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the stopper in the bd ultra-fine¿ insulin syringe was found deformed before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the gusket wasn't straight."

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the gasket wasn¿t straight. The returned syringe was examined and exhibited a deformed stopper in the barrel. Unable to perform DHR check due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on (B)(6) 2019, holdrege received photo complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. A visual evaluation of the photo was performed: (1) syringe with a wrinkled stopper inside the barrel. DHR, l2l dispatches, log book entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. " h3 other text.

Event description:
It was reported that the stopper in the bd ultra-fine¿ insulin syringe was found deformed before use. The following information was provided by the initial reporter, translated from japanese to english: "the gusket wasn't straight."